Event description:
It was reported by service report that the footend lift was stuck in an elevated position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footend lift motor had lost its limits. Conclusions: lift motor calibrated.